Event description:
Tip of vasoview dissecting cannula broke. Incident occurred during a laparoscopic case. Failure occurred 15 minutes after the procedure had started. The report indicates that the procedure had to be converted from a laparoscopic case to open. No indications provided why this was done. No patient impact or complications were reported. Based on the lot# provided, the report indicates that the product was used after its expiration date. The product expires on 8/1/98 and the incident occurred on 9/2/98, a month after the product had expired.